Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 07/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed an unexpected power on reset event. The battery compartment was cracked above the grip pad. The returned battery cap was undamaged and was able to fit. Moisture was found in the battery canister and on the battery cap. The battery cap was fastened and then unscrewed a half turn leading the pump to reboot due to moisture corrosion. The power complaint was duplicated. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no further power interruptions. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board.